Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5.5 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The conductor coil and insulation were found squeezed and deformed 30.5 cm proximal to the lead tip. The deformation probably occurred when tightening the suture sleeve to the lead body during the implantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to dislodgment. Should additional information be received, this file will be updated.